Event description:
Patient's meter was reading inaccurately low. They reported a result of 16 mg/dl. They were experiencing dizziness. They stated that they tested on another meter over 30 minutes later. The phone call with customer services became disconnected and the customer service representative was unable to reach the customer to obtain more information. Medical affairs was also unable to reach the customer. This case is being reported as a malfunction due to the fact that a reading of 16 mg/dl does not match the patient's state of consciousness, as one is expected to have altered consciousness at such low blood glucose levels, therefore the reading is inaccurate on its face.